Event description:
Boston scientific received information that noise was observed on the presenting atrial electrogram. The noise was being oversensed by the device. The atrial impedances were displaying greater than 3000 ohms. Technical services discussed what appeared to be an atrial lead issue. The sales representative was going to discuss this issue further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the atrial lead remains in service. Should additional information become available, this report will be updated.

Event description:
Approximately four years later during a normal generator replacement procedure, the atrial lead was also surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.